Event description:
The customer observed false positive alinity I total ¿-hcg results generated on the alinity I processing module for two patients. The samples were repeated and negative results were obtained. The following data was provided (= 5.00 miu/ml is negative, >5.00 to <25.00 miu/ml is grayzone, = 25.00 miu/ml is positive): patient 2 initial result = 35.52 miu/ml (positive) repeat result = 2.84 miu/ml (negative) patient 6 initial result = 243.79 miu/ml (positive) 1st repeat result = 91.77 miu/ml (positive) 2nd repeat result = <0.6 miu/ml (negative) there was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: (B)(6). The field service representative (fsr) reviewed the instrument log and no sample anomalies were noted. A carryover study was performed and the test failed. The fsr performed further troubleshooting and found that the sample alinity pipettor probe was not aligned. The sample alinity pipettor probe was recalibrated, and the issue was resolved. An instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results reported for (B)(6). A review of tracking and trending of the immunoassay systems did not identify any trends related to the alinity I system, alinity pipettor probe, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I processing module serial number (B)(6) or the alinity pipettor probe was identified.